Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv1130 showed six other similar product complaint(s) from this lot number.

Event description:
It was reported that a micro-introducer was found uneven and unable to use in the process of catheter placement. No other information was provided. It was reported this occurred with three devices. This report addresses the third device.